Event description:
It was reported that, "due to scaring and reduced range of motion, dr (B)(6) removed the insert listed above and replaced it with a new insert."

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report.